Manufacturer narrative:
(B)(4)

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer stated their sensor was alerting them of a low below 50 mg/dl, but their blood glucose was 130 mg/dl. The customer also received a bad sensor alert. It was also found the customer had a high blood glucose event where their blood glucose rose to over 400 mg/dl. The customer stated they did not notice any bent cannulas on their sensor. Customer stated they would monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.